Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24072. It was reported the pt's scs ipg is showing the low battery warning message. Also, a system diagnostics showed multiple contacts have invalid impedances. The pt's physician has requested that x-rays be taken and a sjm rep will clear the scs ipgs warning message. No additional info is available at this time.